Event description:
Customer reported the panorama central station shut down during a power outage and did not resume power, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included server reset and clearing the error logs, and batteries replacement. Problem was resolved.